Event description:
Allegedly the patient was revised due to metal on metal complications. It appears that there is radiolucency around the cup on film. Also it looks as though there is just one screw in the patient and it is broken. (Left) head and neck came out as one. Broken screw was retrieved as well. Liner and cup came out after a few strikes and rangers to grab it. No cup cutter used. Liner and cup went in with screws; dual mobility was used with one of our heads and necks. Only one screw was broken within the contract and it is unclear which screw it was.

Manufacturer narrative:
No alleged deficiency against this component. Therefore the event is not reportable. Please void the initial report.